Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had 4 seizures yesterday and 2 today. The nurse checked the therapy and confirmed that the therapy was on.